Event description:
Per the clinic, the patient reported felled over his head resulting the sound processor unable to connect to the implant. Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on march 26, 2024.